Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: upon further review of the device investigation, it was determined that the reported malfunction of the device having a sticky trigger was incorrect. It was determined that the malfunction did not occur and therefore, is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable.

Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece/modular for trs device was had a sticky trigger it was noted in the service order that the device did not work. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: section 10: general condition. Section 20: markings. Section 30: leakage test using bubble emission technique. Section 70: check for sticky triggers. Section 130: check general function of device. During the service evaluation the following failures were identified: visual : color band chipping/fading, visual : cosmetic damage - worn , functional : will not run ¿ trigger defective , internal finding : leak tightness test failure , labeling : illegible etch , visual : color band chipping/fading, functional: sticky trigger . Conclusion: failure reported is confirmed.